Event description:
The device was used during a laparoscopic hernioplasty procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The device was functionally evaluated in our laboratory, and the difficulty report was confirmed. However, the device was inadvertently misplaced during engineering eval and the exact cause could not be reliably determined.